Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with no moisture damage on the keypad traces. The insulin pump had no moisture damage on the electronics, motor, vibrator motor or battery tube assembly.

Event description:
It is reported that the customer had low blood glucose levels of 69 mg/dl. The customer reported receiving a button error alarm from the insulin pump. The customer reported that the insulin pump might have gotten damp while he was waiting in a lake. The customer was advised that the insulin pump was not water-proof. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.